Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected. There was no reported adverse impact to the customer's blood glucose level. The customer changed the pump supplies to resolve the issue.